Event description:
It was reported that lens was explanted due to "z" syndrome approximately 4 weeks post implant, and another lens model was implanted. The patient's manifest refraction prior to cataract surgery was +2.75 +1.25 x015 with bcva of 20/25-2. The patient's manifest refraction after cataract surgery and before intervention was -2.75 +0.50 x045 with bcva of 20/25-2. The patient's manifest refraction after intervention was -1.50 +1.25 x035 with bcva of 20/25. The patient's current prognosis is " excellent; patient is happy". This event pertains to the patient's right eye.

Manufacturer narrative:
The lens was discarded by the user facility. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.